Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device door roller was broken. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact reported the device was repaired at the user facility. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.